Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and customer was performing diagnosis, error was displayed on the screen customer deleted patient record and completed the procedure. The philips field service engineer (fse) inspect the system onsite and confirmed that the image storage space was running low, which would prevent imaging. During troubleshooting, fse found that image storage space becomes full. Fse recreated image store. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image storage space was running low, which would prevent imaging. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.